Event description:
It was reported that a patient presented with post paced t wave oversensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended. No adverse patient consequences were reported.